Event description:
A cranial surgery for biopsy of a tumor, located very superficial in the right occipital region of the brain with a size of ca. 1.94ccm, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative MRI scan to plan the trajectory was acquired 2 days before the surgery, to reference the navigation display to. A trajectory was planned intra-operatively using the MRI scan. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, with the head turned left, and attached the patient reference array for navigation to the head holder. Performed the patient registration on the pre-op MRI by acquiring registration points with the softouch pointer to match the display of the navigation to the current patient anatomy. Verified the accuracy, accepted the registration to proceed, marked the planned entry point with a pen on the patient's skin for reference, draped the patient and exchanged the reference array to a sterile one. Determined the location of the burr hole (craniotomy) for the desired approach with navigation also re-checking the skin marking, created the incision and drilled the burr hole of ca. 3mm. Used a navigated biopsy needle, with its depth control also adjusted beforehand to the target depth measured with navigation, through the navigated varioguide to take a biopsy sample following the planned trajectory. Took approximately 5 passes/tissue samples with the biopsy needle, and sent them to pathology. The samples came back as healthy tissue and not pathological as desired. Decided to extend the burr hole to a ca. 14mm craniotomy for an open biopsy approach instead of the varioguide, still using navigation for instrument guidance. Took tissue samples, and after considering the tissue gathered to be adequate, completed the surgery and closed the patient. Later after the surgery, post-op scans showed that the biopsy samples taken missed the tumor. A revision surgery to obtain diagnostic biopsy tissue was scheduled, and took place on (B)(6) 2021. For the revision surgery also with the aid of brainlab navigation, the same craniotomy was used, enlarged with a matchstick. The revision surgery was successful as intended. According to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. The outcome of the revision surgery was successful as intended. There was no harm or negative effect to the patient due to the biopsy surgeries, also not due to the surgery/anesthesia prolong of ca. 60min at the original surgery, nor due to the repeated surgery/anesthesia of ca. 1.5h for the revision. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the biopsy attempts. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. The outcome of the revision surgery was successful as intended. There was no harm or negative effect to the patient due to the biopsy surgeries, also not due to the surgery/anesthesia prolong of ca. 60min at the original surgery, nor due to the repeated surgery/anesthesia of ca. 1.5h for the revision. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the biopsy attempts. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the by ca. 1cm deviating burr hole and brain biopsies performed with the aid of navigation is: an inadequate patient scan used for registration in combination with the insufficient distribution of points acquired by the user for patient anatomy registration to navigation. Specifically, the points were not equally distributed on both sides of the patient anatomy and no points were taken at unique bony landmarks e.g. Around the eyes, entire profile of the nose, and region of interest (right occipital region). The scan also contained distortion/artifacts around the patient's eyes and nose which limited the user in taking points in these critical areas. This caused the cranial navigation software to not find an accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not detected by the user before making the incision and performing the biopsy, with the necessary accuracy verification of navigation after registration and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.